Event description:
It was reported that a patient was having their interstim system removed so they could have an MRI of the abdomen. It was also reported that the lead broke during the removal and a fragment was left in the body. The length of the fragment was unknown. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Manufacturer narrative:
After further review, an unknown hcp should have been the initial report source. It was unclear what doctor told the manufacturer representative about the issue.